Manufacturer narrative:
Manufacturer regulatory report: 3003775186-2024-00328. Csi ID: (B)(4).

Event description:
A 6mm, 80% stenosed, heavily calcified popliteal artery (pa) was the target treatment area. The jade balloon was advanced with the aid of a command es guide wire. The jade balloon was inflated multiple times to 28 atmosphere pressure (atm), past the burst pressure, resulting in a balloon rupture. When attempting to remove the jade balloon, it could not be removed. A snare was used but was unsuccessful. The patient was transported to the hospital for surgery and had the jade balloon removed. The patient was stable. Additional information received on 9/06/2024, the patient is still hospitalized. The physician stated, the jade balloon wasn't intentionally inflated to burst but was inflated past burst pressure due to a very resistant lesion. When the jade balloon ruptured, no detachment was observed. The collapsed jade balloon could not be successfully removed without surgery intervention.